Event description:
A customer reported that their pump was lighting up but not responding to touch, which affected their ability to interact with or read the pump screen. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump and confirmed the replacement was within warranty. The customer was informed about the replacement and provided with instructions for transport and returning the faulty pump. Customer reverted to an alternate pump for insulin therapy.